Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump was noted with a blank dislay during visual inspection due to a corroded electronic and motor. Damages to the battery cap, lcd window, battery tube threads and reservoir tube lip also noted.

Event description:
It was reported that the customer experienced a high blood glucose level of 400 mg/dl. She treated her high blood glucose level with a manual injection. The customer woke up at the time of the event with a blank screen and the display did not return. The battery cap was damaged. She was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.